Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break. H11: investigation results: the returned autotome rx 44 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Additionally, the device was used in a manner inconsistent with a written instruction in the instructions for use (IFU), according to the IFU states: warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope; however, it was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized. Since the instructions for use were not followed, this could have impacted the device overall performance and contributed to the reported complaint, energizing the device when the exposed cutting wire was not fully exited the endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope. The investigation findings and all information available concludes the most probable root cause is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, cut wire broke when doing the sphincterotomy. It was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicates that the cutting wire should be fully exited the endoscope before applying electrocautery current. However, the customer reported that the cutting wire had not fully exited the endoscope before the device was energized.